Event description:
A bayer representative contacted customer service on behalf of a doctor's office. The doctor had a patient who swallowed a contour test strip. No additional information was provided, but no serious injury was alleged.

Manufacturer narrative:
The caller did not have the test strips with her at the time of the call, so it was not possible to obtain product information or determine the 510(k) number or manufacture date.